Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a ventricular tachycardia episode. The ICD appropriately delivered shock therapy and was exhausted. Therapy was not able to terminate the rhythm. Technical services (ts) discussed optimization options. This ICD remains in service. No adverse patient effects were reported.